Event description:
Pt tested their blood sugars prior to driving as always, machine said 150, pt was eating breakfast and within minutes pt was unconscious and seizuring behind the wheel of truck, with family member. The ambulance arrived and got a blood sugar of 11, was taken to local e.r., the family member was horrified!